Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07668. The patient received two trial leads. It was reported one of the leads had completely pulled out of the patient's body after movement, and one lead remained implanted. The patient was to meet with the physician on (B)(6) 2013. It was reported the physician planned to retrial the patient at a later date. Both leads have been reported since it is undetermined which lead came out.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.